Event description:
It was reported that following pump replacement and catheter revision, the patient developed a seroma and cerebrospinal fluid (csf) leak. Fluid was pulled out of the pocket and tested positive for csf. The patient also experienced return of symptoms with increased baseline pain and swelling over the pocket. No alarm weres noted. A volume discrepancy greater than 25% was noted. The expected reservoir volume was 1.6ml; the actual reservoir volume was 40ml. No diagnostic studies had been performed. The physician was planning to perform a roller study. The patient's pump contained baclofen and morphine. No patient treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.